Manufacturer narrative:
One medfusion pump was returned with a crack on the top case by the tube holders, a crack on the right plunger case and bottom case as well as a missing battery and battery door. The event history log was reviewed and there was a motor not running error. An occlusion test was performed and a motor not running error was found. The issue was caused by a combination of the old style motor bracket, worm coupling, leadscrew and clutch halves which were found old, dirty and worn out. The issue was caused by normal wear since the pump is over 13 years old. The defective components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump failed occlusion test. There was no patient involvement.